Manufacturer narrative:
Evaluation results: patient's condition affected effectiveness of device (lesion morphology). Inherent risk of procedure (stent deformation). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology). Inherent risk of procedure (stent deformation). (B)(4).

Manufacturer narrative:
Evaluation results: deformation problem (stent).

Event description:
Evaluation summary: the stent was positioned between the marker bands as per specifications. The 12th distal stent segment was raised and deformed. The distal tip was damaged.

Event description:
Physician was attempting to deliver one endeavor resolute drug-eluting stent (2.75mm x 30mm) to a lesion in the rca with 90% stenosis. The lesion had been pre-dilated. The device was inspected before use with no issues noted. The device could not cross the lesion and when the device was removed the stent was noted to be deformed. Physician changed to a non-medtronic device (2.50 x30) to complete the surgery. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).